Event description:
Healthcare professional reports a case of lymphoma and seroma within an article, "anaplastic large cell lymphoma associated with breast implants." Diagnostic cytopathology vol 00 no 00, chai et al. The author notes a 49 yr old pt with a history of augmentation surgery, date unk. The device info is noted as silicone, no other info is provided. It also notes periprosthetic swelling, with a peri-implant fluid. Treatment was capsulectomy and chop. F/u at seven months shows "no evidence of disease." No MFR info is provided.

Manufacturer narrative:
Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Healthcare professional reports a case of lymphoma and seroma within an article, " anaplastic large cell lymphoma associated with breast implants." Diagnostic cytopathology vol 00 no 00, chai et al. The author notes a 49 year old patient with a history of augmentation surgery, date unknown. The device information is noted as silicone, no other information is provided. It also notes periprosthetic swelling, with peri-implant fluid. Treatment was capsulectomy and chop. Follow up at seven months shows "no evidence of disease." No manufacturer information is provided.

Manufacturer narrative:
Device labeling address the event of seroma as: for primary augmentation pts, seroma rate = 1.6%. Review of labeling: there were no cases of lymphoma/alcl in the labeling for silicone implants. ((B)(4) study).